Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were having a problem with the stimulator because about 2 weeks ago they started feeling a "revving" stimulation sensation into their left side. The patient said the revving sensation goes down to their knee area to their thigh opposite their knee and then down to their ankle, back and forth and it was really painful. The patient said that this sensation was continuous. The patient said the device had been working real well for both their colon and bladder. The patient said suddenly the device was not helping their colon and wasn't helping the bladder the same way it had been before. The patient said they didn't know the cause of this issue and didn't have any falls or trauma. The patient said no changes in activity. The patient said they did turn down the stimulation because they couldn't stand the pain, this didn't stop the issue. The patient turned the stimulator off overnight and the issue didn't stop. The patient said they were too afraid to touch the implant area.